Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tacks being implanted into the peritoneum during a laparoscopic recurrent ventral hernia repair, they were unable to load the tacks after multiple times. The pin on the tacker was not perpendicular, however, after dry firing twice, they were able to load the tacks. The tacker worked for the first reload, but when they fired the tacks on the second reload, the tacker grinded and the tacks were stuck in the mesh without penetrating all the way in, which then fell into the patient¿s cavity but were able to retrieve. They removed the reload from the tacker and placed the third reload and it helped, but after the next reload they were unable to load the tacker. They used a new tacker to complete the case. There was no patient injury.